Event description:
It was reported that pump battery would not charge despite use of working wall outlet, tandem charging cable, tandem wall adapter, and alternate cables and adapters, and charging connection was not recognized even after remaining connected for 30 minutes without pressing pump button, although pump did not shut down and remained able to power on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump into storage mode before return, explained need to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.